Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated to customer service that the fork is bent. He stated he didn't know what side was bent.